Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. Detailed analysis of the guide wire core fracture face showed evidence that the fracture occurred during spinning in a high stress environment. The cause of the high stress environment is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid left anterior descending (lad) artery. Glideassist mode was used to reach the lesion with the oad. Five low-speed proximal to distal treatments of 30 seconds each were performed. During the sixth treatment, the viperwire guide wire fractured on the distal end. During removal of the oad, the oad crown jumped backwards while the oad crown was still spinning. The viperwire spring tip was in the distal lad. It was indicated around 30mm of the fragment was left in the patient. A snare was used in an attempt to retrieve the fractured component, however, the physician was unable to retrieve the component. The spring tip remained in the patient and the procedure was abandoned. The patient was placed on a high dose anti platelet medication. The patient was to undergo intervention in three months in an attempt to complete the treatment. Additional information was received. It was unknown whether a re-intervention occurred.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mid left anterior descending (lad) artery. Glideassist mode was used to reach the lesion with the oad. Five low-speed proximal to distal treatments of 30 seconds each were performed. During the sixth treatment, the viperwire guide wire fractured on the distal end. During removal of the oad, the oad crown jumped backwards while the oad crown was still spinning. The viperwire spring tip was in the distal lad. It was indicated around 30mm of the fragment was left in the patient. A snare was used in an attempt to retrieve the fractured component, however, the physician was unable to retrieve the component. The spring tip remained in the patient and the procedure was abandoned. The patient was placed on a high dose anti platelet medication. The patient was to undergo intervention in three months in an attempt to complete the treatment.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.